Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after the case was finished and while cleaning instruments it was noticed that the flexible screwdriver was broken. The case completed successfully without delay. This report is for (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.028, lot: 9298605, manufacturing site: hägendorf, release to warehouse date: january 27, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9298605) was returned and received at us customer quality (cq). Upon visual inspection, it was observed the shaft of the returned device was broken. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: shaft diameter . Measured dimensions: shaft diameter = conforming. Device used - calipers. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Flexible screwdriver hex 5, flexible shaft. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9298605).there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that it was right tfna procedure.